Manufacturer narrative:
Comcomitant medical products: category #: 350-21-03 - tibial insert fb sz 3 lt 6mm. Category #: 350-01-03 - talar implant sz 3 lt.

Event description:
It was reported via clinical study, that the 71 yo male patient is still experiencing discomfort in left ankle with sharp aching pain on the anteromedial aspect of ankle. The date of adverse event onset is (B)(6) 2021. The provider planned to do revision surgery to remove vantage and replace with inbone. The patient was revised on (B)(6) 2021. There was a previous surgery (debridement) on involved ankle (B)(6) 2014. The patient¿s outcome was last known as resolved. The case report form indicates this event is possibly related to device and possibly related to procedure.